Event description:
At 2 years and 7 months after the primary, the patient came in reporting pain due to a loose tibial tray and the cause is unknown. The surgeon revised all components and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 08 february 2022. Lot 1810477: (B)(4) items manufactured and released on 01-march-2019. Expiration date: 2024-02-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.